Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (using the restroom more) which started about a month ago. The patient mentioned this to their healthcare professional at which time they found out they had a urinary tract infection. It was also noted that the patient had an MRI in may 2012 when they were sick (sinus concerns). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v779495, implanted: (B)(6) 2011, product type lead.